Manufacturer narrative:
Date sent: 08/15/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips were not closing and not holding the tissue. There was no pt consequence.